Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b3 & h6(hecc) with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the dose dial slipped for 4 or 5 units and had an issue with the screw moment. The insulin did not exit with the initial prime process. The customer experienced hyperglycemia and reported excessive thirst and irritated symptoms related to the event. The cap was no longer attached. Troubleshooting was performed and found that the intended dose amount and the dose amount recorded in the inpen application were different and the dose log inaccuracy occurred. No harm requiring medical intervention was reported. The customer discontinued using the inpen and it will be returned for analysis.

Manufacturer narrative:
Paired to commercial app using 17.5 units. Inpen baseline and wireless functionality. App logbook displayed: 15, 15, 15, 15, 15, 15, 15, 15, 15, 15. Knob was cut to reveal electronics housing. No signs of abrasion were found. Encoder base bond was intact. Due to dialing misalignment between ~8.5-15 the pt might have dosed the incorrect amount. Leadscrew anomaly was not confirmed. Customer reports: dose log inaccuracy, cap anomaly, leadscrew anomaly, delivery anomaly, and dial misalignment. Per visual inspection: front shell does not stay attached. No physical damage to cartridge holder or inpen back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Performed leadscrew reset torque test. Inpen passed and is within specification (cw: 0.40 ozf-in and ccw: 4.75 ozf-in). Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: inpen passed base line functionality test and displacement dose accuracy. Inpen failed front cap investigation. Inpen failed dose knob alignment. Unit passed leadscrew reset torque (ccw 2.12). Paired to commercial app using 17.5 units. Inpen baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. Knob was cut to reveal electronics housing. No signs of abrasion were found. Encoder base bond was intact. Due to dialing misalignment between ~8.5-15 the pt might have dosed the incorrect amount. Leadscrew anomaly was not confirmed. Cap anomaly was confirmed. Dose log inaccuracy was not confirmed. Dialing misalignment was confirmed. Unable to confirm priming or delivery anomalies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.